Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
Customer reported that the insulin pump returned a failed battery test. Customer stated that he inserted a new battery and received the same message. Customer received an additional failed battery test during troubleshooting. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.